Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Surgery (B)(6), symptoms (B)(6). It was reported that on (B)(6) 2017, the patient's mother had an unknown programmable valve implanted for normal pressure hydrocephalus at (B)(6) in (B)(6). The valve was initially set at setting 4. Patient was reported to have shown improvement post implant. Once the patient returned home, symptoms of vomiting and gait disorder presented. The patient returned to the ER. The valve was adjusted to 5 without a change in condition. The valve was then reprogrammed to setting 6 and the patient returned home. Symptoms again presented and the valve was reprogrammed to "off." Symptoms no longer presented. The valve was then reprogrammed to setting 7 and symptoms returned. No specific device failure was reported.